Event description:
The customer reported that they received an erroneous result for one patient sample tested for testosterone. The sample initially resulted as 960.9 ng/dl and this value was reported outside of the laboratory. On (B)(6) 2014, the physician called questioning this initial result. The sample was repeated on a different e601 analyzer on (B)(6) 2014 and resulted as 5.8 ng/dl. The repeat value was believed to be correct. The patient was not adversely affected. The testosterone reagent lot number was 17454805 with an expiration date of 02/28/2015. The customer declined a service visit and stated that the issue has not reoccurred.

Manufacturer narrative:
The field service representative was dispatched to the site. He replaced the testosterone product, but product replacement did not resolve the issue. He performed precision studies and precision was poor. Extensive troubleshooting over several days revealed no instrument problems or problems with other assays.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The laboratory was checked for possible sources of contamination. It was found that typical sample containers are stored on the bench top without a cover. Hyaluronic acid/ hyaluronidase was discovered to be used in the laboratory near the analyzer. This substance is highly suspicious of containing testosterone-like substances and could potentially cause contamination. When collecting dust from a laboratory and measuring this dust by extracting it with the sample matrix, very high testosterone values were measured. The customer was asked to clean the laboratory space to remove potential contaminants. Further requests to investigate the contaminant for actual testosterone were declined by the customer.